Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: after firing the eea28 instrument the instrument would not come out as usual. The anvil did not tilt after firing and the procedure was converted to an open procedure to remove the instrument. After performing air/water-leak test, there were some bubbles and he had to suture the staple line by hand. A protective ileostoma was performed.

Manufacturer narrative:
(B)(4).